Event description:
It was reported that kit tablet recorded incorrect dosage. The following information was provided by the initial reporter: material no. 516704, batch no. Bb4xr02. It is reported customer experienced incorrect dosage recording when using product. Verbiage received, - "case # (B)(4): time 11:53 a.m. Tablet: cart-2. Customer said "when I walked into the or to close down the case the tablet was showing "intelliport system is down. Please contact a network administrator". I was able to restart the tablet and bring back the case to properly close it out. I just wanted to bring this up to your attention in case you wanted to investigate this. Crna said that he was able to administer all medications before this even happened."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 20028t01, d4: medical device expiration date: na, h4: device manufacture date: 2020-02-27. H6: investigation summary: no photos or samples were received by our quality for evaluation. A device history record review found no non-conformances associated with this issue during production of this batch. As part of the clinician study, the receiver application on the cce environment needs to be turned on. The clinician research coordinator did not turn on the receiver application on the cce application and therefore the doses did not get sent from the tablet to the gateway (laptop). There is no issue with the system and the situation that was described is caused by user.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that kit tablet recorded incorrect dosage. The following information was provided by the initial reporter: material no. 516704, batch no. Bb4xr02. It is reported customer experienced incorrect dosage recording when using product. Verbiage received, - "case #142: time 11:53 a.m. Tablet: cart-2. Customer said "when I walked into the or to close down the case the tablet was showing "intelliport system is down. Please contact a network administrator". I was able to restart the tablet and bring back the case to properly close it out. I just wanted to bring this up to your attention in case you wanted to investigate this. Crna said that he was able to administer all medications before this even happened."